Event description:
Endostitch used for toupe fundoplication, needle broke off into intra abdominal tissue, unable to retrieve needle without trauma/potential harm to patient. Products on (B)(6) 2016 for laparoscopic repair of large hiatal hernia and toupet fundoplication with gastroplexy.